Event description:
It was reported that during a da vinci-assisted surgical procedure, the power button led backlight of the new e-100 generator was red. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had power cycled the e-100 generator using the rear power switch with no change. The customer confirmed that nothing was connected to the bipolar connector on the e-100 generator. The tse reviewed the system logs and noted an error 25913. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with an erbe generator as the e-100 light was red.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator to perform failure analysis. The unit was analyzed, and failure analysis investigation replicated and confirmed the customer reported complaint. The e-100 was installed into the test system and failed. The "power" and "bipolar" led turn red, cannot cut/seal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.